Event description:
It was reported when stimulation was off if felt like it was still on. It was also reported when stimulation was on and off the patient had been experiencing a shocking or jolting sensation for the past week to week and a half. The patient also felt like ¿something¿ was sticking out however his spouse could not see anything sticking out. It was noted there were no known accidents/incidents related to the complaint. It was also noted the patient wondered if his leads had moved. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 748966, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 748966, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 3986ilc, lot# n26319, implanted: 2003-(B)(6), product type lead, product ID 3587a, lot# la7376, implanted: 2003-(B)(6), product type lead, product ID 7435, serial# (B)(4), product type programmer, patient. (B)(4).